Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2013 with the following findings: a review of the black box history revealed one power on reset that occurred on (B)(6) 2013 due to an unconfirmed ¿loss of prime" warning for 5 days leading to a ¿replace battery¿ alarm prior to the ¿power on reset¿ event. A visual inspection revealed no damage or moisture ingress noted to the battery compartment. No issues were noted to the battery cap; the battery cap secured tightly to the pump and maintained electrical connection. The pump successfully powered on and displayed the ¿verify¿ screen. The pump was exercised for 24 hours; no power interruptions were noted. A power supply was used for testing; all electrical currents were found to be within specification. A ¿low battery¿ warning, a ¿replace battery¿ alarm, and a ¿loss of prime¿ warning were induced during testing; the pump emitted the appropriate vibratory and audible alert. The pump was exercised for 29 hours with no delivery issues. The pump¿s cover was removed; no intermittent power issues were noted to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating on (B)(6) 2013, the patient was in hyperglycemia with very 'high ketones.' The patient reportedly had symptoms of nausea and vomiting and was hospitalized for 3 days. The pump reportedly stopped working and did not emit any alarms. During troubleshooting, there were no issues noted with programming or the settings of the pump. There was no delivery issues noted with the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the alleged pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).